Event description:
It was reported that the patient had a "regression of symptoms", where "she doesn't urinate at all, followed by explosions of urination." This loss of therapeutic effect started following a fall. The therapy was helping the patient, but had to follow a "definite schedule." The patient's fall resulted in a "serious injury, requiring surgery" and, resulting in "blood in the chest." The patient almost "died" and was in an "induced coma" for 3 days. It was not believed that the fall resulted in any "direct injury to the device." It was noted that the patient had polio, therefore, does not have feeling in her lower body area. The patient was at home in fair condition. The next day, it was reported that the patient felt "something" in her lower body. The healthcare provider confirmed that they were unaware of this event. They do not have any additional information.